Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that they received emergency medical assistance on (B)(6) 2018 with an unspecified low blood glucose value. The customer has been having issues with their blood glucose declining to the 20 mg/dl and 30 mg/dl range during the night time; the hypoglycemic issues have been occurring for the past two months. The customer was 151 mg/dl at the time of the call. The customer was treated by medical staff. The customer did not mention any symptoms of hypoglycemia. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. The customer believed that the insulin pump was over-delivering. The customer's doctor has been making adjustments to their settings in an effort to resolve the hypoglycemic issues, but the low blood glucose persisted. Troubleshooting was completed and no anomalies were noted. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08720 inches. Insulin pump received with minor scratched display window and case. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.